Manufacturer narrative:
Lumenis customer engineer performed troubleshooting and was able to duplicate issue reported. He replaced shutter assembly and tested unit. Works well per specifications. Unit boots up normal with no errors and ready for use. It can be concluded that no injury occurred in this event. Lumenis is reporting this adverse event in abundance of caution because the procedure was canceled and the patient was awakened from general anesthesia. Product investigation was opened in order to investigate the root cause in this event. The faulty attenuator was sent back to (B)(4) site by the engineer.

Event description:
The system turned off during a procedure. The patient was in full anesthesia and was awakened by the user facility.